Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to communicate with the ins using the patient programmer and recharger and that they were not feeling stimulation. Turning the antenna dial through all four positions did not resolve the issue. The patient was redirected to their managing physician. No further complications were reported.